Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The balloon protector cap was not returned for analysis. An examination of the returned device identified a break in the hypotube. The break was located at 22.2cm distal from the strain relief. The distal section of the hypotube break was kinked at various locations along its length. No other damages were identified along the length of the hypotube. There was no damage noted to the tip, balloon, or blades. No tears or holes were noted in the balloon material. The balloon was not tightly folded around the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that shaft kinked occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75x10 flextome cutting balloon was selected for use. During the procedure, the device was noted to be kinked when the physician tried to cross the device to the target lesion through a unspecified guiding catheter. The patient's status was stable. However, device analysis revealed that a shaft break occurred located at 22.2cm distal from the strain relief.